Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified the device to be underweight, observed 40 mm dark patch edge material inside gel device, and break on radius. A visual and microscopic analysis was performed which identified a broken crease(sharp), crease fold, missing shell (0-25%) and stress marks. Based on the device analysis the final assessment is an opening crease(sharp) on posterior due to fold(flaw) opening, and a missing shell due to inconclusive.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.